Event description:
(B)(6). Same case as MDR ID#: 2134265-2012-02720. It was reported that during a stenting treatment procedure, a side branch occlusion occurred. The patient presented due to unstable angina. The first 95% stenosed and 60mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The first target lesion was treated with pre-dilation and overlapping placement of a 3.5x32mm ion stent and a 3.5x38mm ion stent, resulting in 0% residual stenosis. A side branch occlusion was observed in the proximal to mid rca region during stent placement. No additional intervention was required to treat the side branch occlusion. The second 95% stenosed and 16mm long target lesion was located in the 1st diagonal branch with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.5x20mm ion stent, resulting in 0% residual stenosis. No other patient complications were reported.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).